Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient is experiencing a postoperative refraction that is seven diopters different from the expected outcome. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received confirming the second lens was removed and a lens of a different manufacturer was implanted.

Manufacturer narrative:
The lens was returned in a specimen container with patient details blacked out with marker. The lens is immersed in blood and solution. The optic is cut approximately 3/4 through the center of the optic. The optical resolution is unclear due to this optic damage; however, the focal length reading is 25.93mm equaling a 15.5 diopter. Results from the product history record review indicated the product met release criteria. Based on the information provided and the evaluation of the returned lens, two lenses were prepped together and subsequently mixed-up at the customer's facility. Based on these investigation findings, the root cause is highly likely to be a facility related issue and both lenses did not contribute to the events. The manufacturer internal reference number is: (B)(4).